Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer multiple cubies were failed. A field service engineer fse reseating row board cable, retractable band and bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced a drawer failure because the drawer was not detected on the bus. The customer attempted to recover the failed drawer, but it continued to remain undetected. The customer rebooted the device and also shut down the station by unplugging the power cord from the back of the station for 10 minutes before reconnecting it. After power was restored, the customer attempted to recover the drawer again; however, the drawer continued to fail and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.